Event description:
According to the reporter, during procedure, the surgeon requested ligasure maryland. When using it to seal the 7mm tissue bundle, it did not complete or seal the vessels. There were energy delivery, end tone and re-grasp alert. There was no bleeding. No good seal was noted. The console indicated that the clamp was activated and detected by the generator. The test started and it did not fulfill its function correctly. The scrub nurse proceeded to perform a test again and it still did not fulfill its function. The generator was changed, ft10 and ls10 but it did not fulfill its function again. The doctor requested a change immediately and proceeded to provide new energy (ligasure maryland) which did not perform its function properly. It was a perform test for instrumentalist and did not perform his function so he retired (second ligasure maryland) and surgeon opted to use sonicision curvo. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#41850015x); vlft10gen, vlft10gen ft series energy platformx1 (sn: unknown); vlft10gen, vlft10gen ft series energy platformx1 (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the surgeon requested ligasure maryland. When using it, it did not complete or seal the vessels. The console indicated that the clamp was activated and detected by the generator. The test started and it did not fulfill its function correctly. The scrub nurse proceeded to perform a test again and it still did not fulfill its function. The generator was changed, ft10 and ls10 but it did not fulfill its function again. The doctor requested a change immediately and proceeded to provide new energy (ligasure maryland) which did not perform its function properly. It was a perform test for instrumentalist and did not perform his function so he retired (second ligasure maryland) and surgeon opted to use sonicision curvo. There was no patient injury.